Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data was received and downloaded. A review of the downloaded data log did not confirm the reported event of inaccurate blood glucose values.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. No injuries or medical intervention were reported.